Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, g4, h4, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "suspected rupture". This record is for the right side. The device remains implanted and it is unknown if it will be returned.

Event description:
Patient reported "suspected rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: not observed through visual inspection. None of the other observations performed during the device analysis deformation, creases and crystalline are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.